Manufacturer narrative:
Product ID (B)(4) lot# j0444427v serial# implanted: (B)(4) 2004 explanted: product type lead .if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional: the cause of the loss of stimulation and leads not hitting some spots was due to part of electrode was bad. The actions taken to resolve the loss of stimulation and leads not hitting some spots was reprogramming, which resolved the issues. No further complications were reported or are anticipated.

Manufacturer narrative:
Concomitant product(s): product ID: 399930, lot# j0444427v, implanted: (B)(6) 2004, product type: lead. Other relevant device(s) are: product ID: 399930, serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for failed back surgery syndrome. The patient reported that she went to turn her device on/up over the weekend, but she¿s not able to feel stimulation. The patient reported that she could feel stimulation could feel stimulation last week when she was using the device. The patient confirmed that she had not had falls/traumas and she hadn¿t made any programming changes. The patient reported that she was at the healthcare provider¿s (hcp) office six months ago or longer and the hcp office personnel told her that ¿a few of her leads may not be hitting spots.¿ the patient didn¿t know further details but recalled she was told ¿something about the leads.¿ the patient reported that no imaging was taken, but they used a clinician programmer to determine this. The patient reported that they made stimulation adjustments and were able to provide relief at the time. The patient reported that she usually felt stimulation at 3.20v. The patient increased the amplitude to 4.5v without feeling any stimulation. This was considered a sudden change. No further complications were reported.